Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the instrument and loading unit has been used for the hepatic vein. After the second pass through, the instrument made a strange noise. There was poor staple formation, because the stapler opened after the second firing. The device partially fired. The vein was supplied with a suture. They used a new device for clamping the liver. There was intraoperative bleeding, but there was no patient injury or adverse event.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired to the 1cm cut line with the interlock engaged. Microscopic examination of reload noted damage to the cutting edge of the knife blade. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.